Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: visual inspection of the returned breathing circuit revealed that the tubing was degraded in two areas. The first degraded area was about 12 cm in length, 67 cm from the elbow connector and yellowish in colour. The second degraded area was about 11 cm in length and 23 cm from the patient end connector. Conclusion: we are unable to determine what caused the cracks on the expiratory limb of the complaint circuit, however this type of failure may occur due to a number of reasons, including the use of harsh cleaning chemicals on the breathing circuit or possible exposure to uv light. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: -do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. -set appropriate ventilator alarms.

Event description:
A hospital in (B)(4) reported via a distributor that a rt380 evaqua2 adult breathing circuit was found leaking during the performance test. There was no patient involvement.